Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, cracked belt clip, and minor scratches on the display window.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the up and down arrow buttons were unresponsive. Customer stated that the act button also stopped working and the insulin pump may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 334 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.